Event description:
It was reported that the patient¿s spouse called to report ongoing frustration with the ilet and recurrent low blood glucose, with the current glucose reading low and the patient treating with oral glucose (peppermint). Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment and user education with assignment for additional training. Investigation included troubleshooting and education. Investigation of this case revealed the cause of hypoglycemia was unclear, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.